Event description:
Customer reports that a condom broke during use which resulted in her having to take the morning after pill. Customer states, "these pills made me violently sick all of saturday night with a crushing headache all weekend. Because of the sickness I couldn't take the 2nd dose of pills and have had a whole week of sleepless nights and anxiety. I already suffer from a condition called fibromyalgia which causes me a lot of pain. Stress and anxiety further exacerbates my condition and I have suffered a great deal more this week because of this situation."